Manufacturer narrative:
PMA 510k# k163018. Cancellation report being submitted due to pr (B)(4) (emdr #3001845648-2023-00056) will now also capture the user error.

Event description:
Supplemental cancellation MDR report is being submitted due to the cancellation request received 19-apr-2023. Pr (B)(6) (emdr #3001845648-2023-00056) will now also capture the user error.

Manufacturer narrative:
PMA/510(k) # (B)(4). This complaint was raised to capture user error ¿ incorrect size wire guide used for zilbs-635-10-4 10mm x 4cm. It is related to pr 384061 - failure in stent release due to the disconnected sheath and pr390018: user error ¿ incorrect size wire guide used for zilbs-635-10-6 10mm x 6cm. Device evaluation the zilbs-635-10-4 device of lot number c1926027 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. On evaluation of the device the following was noted: visual inspection ¿ separation of the outer sheath 29.5cms from the distal tip of the device ¿ 16cms of the inner catheter is exposed at that point ¿ the red safety tab is not returned. ¿ no other defects observed on the device. Functional inspection ¿ 0.035 inch wire guide passes through the distal end fully with no issue. This is the required wire guide size for use with this device as per the IFU and product label ¿ 0.035 inch wire guide does not pass through the proximal end of the device approx 24cms from the handle. ¿ device flushes with no issue. ¿ stent is not returned note: device evaluated under pr (B)(4), device photos will reference this pr number. Document review prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. There is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0065) states the following: ¿delivery system - the delivery system accepts a .035 inch wire guide. ¿equipment required - .035 inch wire guide of appropriate length.¿ the japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review an image was not returned for evaluation root cause review a definitive root cause of the use of a smaller than required wire guide size with the device was identified. From the information provided it is known that a 0.025¿ wire guide was used with the device when the IFU states that the recommended wire guide used be 0.035¿. The user has not complied with the requirements of the IFU with respect to the intended use of the device. User/use error complaints are considered foreseen misuse. It should be noted that, as the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the lot number being updated on (B)(6) 23 and the completion of the investigation on (B)(6) 2023.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
The stent delivery was advanced into the biliary tract via a duodenal papilla approach and was positioned at the target site. When the user released the stent, the delivery shaft came off the handle without any resistance . The stent was not deployed at all and was retrieved intact. The user wanted to use zilbs-635-10-4 10mm x 4cm, however there was no spare in the hospital inventory, so 10mm x 6cm was used instead to complete the procedure. Description of event has been revised by sale's rep as follows on (B)(6) 2023: the stent delivery was advanced into the biliary tract via a duodenal papilla approach and was positioned at the target site. When the user tried to release the stent, the sheath was disconnected at the point where the colour changed white without any resistance . The stent was not deployed at all and was retrieved intact. The user wanted to use zilbs-635-10-4 10mm x 4cm, however there was no spare in the hospital inventory, so 10mm x 6cm was used instead to complete the procedure. Note: user error incorrect size 0.025in wireguide used. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes, physician's comment: the delivery shaft came off the handle without any resistance felt. I would like to know the cause. 1-1 (if any damages were confirmed prior to use)was the package damaged? No. 1-2 (if any damages were confirmed prior to use)how was the device stored? 1-3 was a sphincterotomy or balloon dilation performed prior to use of the stent device? Est. 1-4 was post-dilation performed after the placement of the stent? No. 1-5 what brand of endoscope was used with the device? Olympus / jf260v. 1-6 what was the target location for the complaint device? Distal bile duct. 1-7 was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 1-8 details of the wire guide used (name, diameter, hydrophilic)? Olympus / visiglide 0.025inch. 1-9 was resistance encountered when advancing the wire guide or delivery system to the target location? No. 1-10 how did the physician deal with this resistance? 1-11 was the patient's anatomy tortuous? No. 1-12 did the tip of the delivery system cross the target location? Yes. 1-13 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. 1-14 was the stent being placed through the side wall of a previously placed stent? No. 1-15 was the elevator in the down position during deployment? Yes. 1-16 are images of the device of procedure available? No. 8-1 details of the wire guide used (diameter, hydrophilic, make)? Olympus / visiglide 0.025inch. 8-2 was high resistance encountered during stent deployment? No. 8-3 was the patient's lesion heavily calcified / was the patient anatomy tortuous? No. 8-4 was pre dilatation conducted prior to stent deployment? No. 8-5 was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes. 8-6 was the delivery system damaged/kinked/twisted? No. 8-7 was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? No.